Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported 5,6,8 and 9 keys not functioning was reproduced during evaluation. Evaluation did a keypad test to determine which keys are not working and found the #0,5,6,7,8,9 keys to be malfunctioning. The cause was determined to be a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the 5,6,8 and 9 keys not functioning and unable to program the pump. There was no patient involvement. No additional information is available.